Event description:
Depuy spine legal department was made aware of legal action being taken by a charite artificial disc pt. Pt was implanted with charite discs in 2005 at l3/4. Pt is reported to have continued pain.

Manufacturer narrative:
Device is approved for insertion at l4-s1. Implantation of the device at l3/l4 goes against the recommendations made in the surgical technique, the instructions for use (IFU) supplied with each device as well as the information presented at the time of surgeon training. No definitive conclusions can be made. At this time no connection can be made between the event and any shortcomings of the device or information provided with the device.